Event description:
(B)(4). I have suffered from tremendous pain on my left leg and ovaries side. The pain is one that would bend me over. I am not sensitive to pain, I gave birth to my 3 children with no meds, but this really hurts. I have also had intense pain in my lower back while in the same time having the other pain. My periods are very painful. I feel alot of pressure down below. I have to sit because of the pressure and pain. I have never felt this way before the devices were placed in. I have being see by doctors and they and have explained my pain and have offered and hysterectomy. I am only (B)(6), I want all of my organ intact. I went ahead with the essure to avoid going to an operating room just to end up having to go to one anyway.